Event description:
It was reported that during a sigmoidectomy procedure the device did not rotate correctly. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Missing rotation knob. Eval summary: the analysis results confirmed that a al326 instrument was returned with the rotation knob missing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the rotaton knob was missing, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the requiredd specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the reported circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.